Manufacturer narrative:
The device was returned for analysis. The reported events of failure to capture and no sensing were not confirmed. Electrical, mechanical, and longevity analysis was normal with no anomalies found. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon review it was noted that the right ventricular lead exhibited no sensing and no capture. It was discovered that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post-procedure.